Event description:
It was reported that a scepter c occlusion balloon ruptured during treatment of a sah when a competitor's implant coil was in the process of being detached. There was no reported patient injury or intervention.

Manufacturer narrative:
Summary device evaluation: investigation found a pushed forward coil, distal delamination, and a tear in the balloon, consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is currently ongoing.

Event description:
It was reported that a scepter c occlusion balloon ruptured during treatment of a sah when a competitor's implant coil was in the process of being detached. There was no reported patient injury or intervention.